Event description:
The customer called and reported the insulin pump was alarming no delivery and the customer went to the hospital with high blood glucose of 397 mg/dl. The customer was treated with fluids and shots of insulin. When the no delivery alarm was originally received, customer's blood glucose was 280 mg/dl. Troubleshooting was performed. During a fixed prime, insulin exited and the pump alarmed no delivery. Upon disconnecting and reconnecting reservoir and infusion set and pushing insulin through, insulin did not exit and there was greater than normal resistance when pushed through with a plunger. The customer stated he was not feeling well. Customer was advised to change infusion set and reservoir and monitor. The customer called back on (B)(6), 2015 and stated he was still receiving no delivery alarms, but did not wish to troubleshoot. It was advised to revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.